Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had fluid flow with clamp closed and separation between the white twist sleeve and light blue main body. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occlude foot. Functional leak and clamp function testing was performed which revealed a leak through the set with the twist clamp in the closed position; clear passage testing was performed with no issues noted. The reported condition was verified. The cause of the damage could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.